Event description:
It was reported that during an angioplasty procedure, the maverick2 monorail balloon ruptured at 9 atm on the initial inflation. The mildly calcified lesion was located in the left anterior descending (lad) coronary artery. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. This batch number has no other associated complaints to date.